Event description:
Reporter indicated a vns patient presented with high lead impedance on both normal and system diagnostic tests. The patient did not experience trauma to the site, but is "very athletic". X-rays reviewed by the manufacturer did not reveal any discontinuities or abnormalities. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.